Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting high impedances. During the revision procedure the decision was made to replace the entire pacing system. The ventricular and atrial leads were surgically abandoned and replaced. The device was removed and replaced. No adverse patient effects were noted.